Event description:
The complainant reported an 87 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After removal of the device, the patient endured ischemia. A thrombus was surgically removed from the impella inserted leg, as treatment.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.